Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-07073, 1627487-2022-07074, 1627487-2022-07075. It was reported the patient lost effective therapy because 2 leads migrated, and 2 leads fractured. As a result, the leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.